Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of lo results. Customer states he feels well and no medical attention is needed. The customer's expected blood results are 140mg/dl fasting. Verified the strips expire 06/30/2018. Customer confirms the strips are properly stored and were first opened (B)(6) 2015. Customer performed a back to back blood test lo and 255mg/dl not fasting. Reviewed meter memory (B)(6). No adverse event reported.